Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's wife saw the patient sitting on the toilet unresponsive. She did not know how long the patient was sitting there an suspected he had a stroke so she called 911 at approximately 7:30am. When emergency medical technician's (emts) arrived, they checked the patient's bg and it was 35 mg/dl while the cgm was 168 mg/dl. They treated the patient with IV therapy and the patient stabilized. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.